Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the introducer needle detached from the applicator. The sensor was inserted into the abdomen on 04/05/2017. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle and cannula were attached to the applicator body. The reported event of a detached needle was not confirmed. A root cause could not be determined.